Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced two outer set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the suj. The fse replaced this part to resolve the issue.

Event description:
It was reported that universal surgical manipulator (usm) 4 was stuck. There was no report of patient injury.